Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a percuflex¿ plus stent was used during double j stenting procedure, which was performed on (B)(6) 2018. According to the complainant, during the procedure it was noticed that the percuflex¿ plus stent was broken. There were no patient complications reported a result of this event. Attempts to obtain additional information surrounding the event have been unsuccessful to date. Should additional relevant details become available; a supplemental report will be submitted.